Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap hernia repair. According to the reporter: prior to the procedure, the insufflation valve snapped off. The device was not used on the patient. No tissue loss, blood loss, extended operating room time or harm to the patient.